Event description:
It was reported that in central processing, the jaws of the prograsp forceps instrument did not open fully. Nothing fell into the patient and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the reported complaint. The instrument was placed on an in-house system and no trouble was found. The engagement and recognition test passed. The instrument moved intuitively with full range of motion. The grips opened and closed properly. Failure analysis investigation also observed the following damages: the pitch up cable was found to be frayed at the distal clevis hub. The small frayed strands stuck out at the instrument's wrist. There was no damage to the clevis. No other cables were damaged. The distal end of the main tube had various scratch marks with light material removal. The scratches were .219 - .134 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.